Event description:
It was reported that the pt received the primary surgery using hmrs and simplex p cement. Within one day post-op, the pt did not return to consciousness and died. An autopsy on this pt was performed and found that he died in pulmonary embolism.